Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) coded. A review of the episode showed a loss of capture in the right ventricle. The pacing output had been programmed to 7.5v @ 1.0ms. Rv thresholds were normal. The output was increased; after 45 minutes, there were no dropped beats observed. A guidant technical services consultant discussed possible lead movement, or a metabolic event. A guidant representative confirmed loss of capture in the rv. The patient only had lv capture. It was reported that at the implant procedure, capture in both the rv and lv were poor. An x-ray was inconclusive. The physician will consider a lead revision, if the patient's health allows for it.